Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of being unable to receive data was confirmed via evaluation. The reported event of a low voltage alarm was unable to be confirmed. A review of the downloaded log files contained data spanning approximately 12 days (03jul2023 ¿ 14jul2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no low voltage or notable alarms active. The returned heartmate 3 system controller (s/n: (B)(6) underwent functional testing. Upon connecting to the system monitor, the controller was unable to communicate. The power cables underwent continuity and insulation testing and did not pass. The white power cable¿s orange wire, transmission communication, was observed to be an open line. The white power cable was cut open and the orange wire was found to be broken. The power cables were replaced with test power cables in order to continue evaluation. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. A root cause for being unable to receive data was determined to be the damage to the transmission communication wire of the white power cable. A root cause for the low voltage alarm and how damage to the power cable wire occurred was unable to be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2023-05421 (modular cable).

Manufacturer narrative:
Related regulatory reference report # 2916596-2023-05421. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the clinic was unable to receive data from the patient to the heartmate touch system. There were two different touch systems used to troubleshoot, as well as a system monitor, with no success. The system monitor screen read "not receiving data". There was one low voltage alarm from (B)(6)2023. The system controller and the modular cable were exchanged and the event resolved.